Event description:
Complainant alleged that while attempting to use the autopulse® platform on a cardiac arrest patient, the platform displayed a user advisory 12 (lifeband® not present) and "reinstall lifeband" message upon power up. Customer discontinued use of the autopulse and reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
Customer reported that after the call, the lifeband was replaced however the issue would not resolve. It was also reported that the crew performs daily checks of the autopulse platform and the last check was ok. The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Investigation results as follows: visual inspection of the returned platform shows no physical damage to the platform. A review of the autopulse archive was performed and the reported complaint that the platform displayed a ua12 (lifeband® not present) fault was confirmed. The archive data shows ua12 faults occurred on the reported event date of (B)(6) 2015. Functional testing was performed and the reported complaint could not be reproduced. The platform was run for 15 minutes with a test mannequin and 10 minutes with the large resuscitation test fixture (equivalent to a 250 pound patient) and no problems were observed. Furthermore, the platform was checked for any issue with the lifeband switch detector and the shaft lock pin and no problems were observed. The platform passed the functional testing. Based on the initial investigation, no parts were identified for replacement. In summary, the reported complaint was confirmed based on review of the archive, however the fault could not be reproduced during functional testing. The root cause for the ua12 fault could not be determined. Per the autopulse maintenance guide (p/n 11653-001), ua12 is an indication that the lifeband is not properly installed.